Event description:
It was reported that the cartridge was leaking from the an unknown location. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.